Event description:
It was reported the personal diabetes manager (pdm) administered insulin bolus amounts without patient input, as well as changed insulin bolus amounts inputted by the patient.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the alleged uncommanded bolus. Lot release records were reviewed and the product lot met all acceptance criteria.